Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer went to gynecologist a piece of tampon was found and removed. She experienced irritation and infection and was prescribed medication for the infection. She also experienced tampon pieces coming out while in the shower.